Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the chemistry cartridge (cc) reagent syringe located in the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were generated during this malfunction. There was no death or serious injury and no affect on patient treatment was associated with this case.

Manufacturer narrative:
Customer ran cartridge chemistry (cc) calibration at the beginning of the shift and failed. Customer was troubleshooting the calibration issue and noted the reagent syringe was loose. Customer tightened the syringe and removed an air bubble in the syringe, which resolved the issue. Customer was able to calibrate chemistries and qc results were within specifications. Service was not needed, but customer technical support (cts) sent a new syringe and valve. Upon reoccurrence, the hardware failures could cause erroneous results on any chemistries and patient treatment is likely to be impacted.